Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference number (B)(4). Additional information provided determined that this device was manufactured by cinc. With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number of this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava perforation, bleeding, blood clots, swelling, pain, suffering, mental anguish, anxiety, intermittent explosive disorder, bipolar disorder and schizoaffective disorder. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported bleeding, blood clots, swelling, pain, suffering, mental anguish, anxiety, intermittent explosive disorder, bipolar disorder and schizoaffective disorder are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via right internal jugular vein due to pulmonary embolism prophylaxis post left total hip arthroplasty. Patient is alleging tilt, vena cava perforation and bleeding. The patient further alleges ¿swelling, blood clots, pain, suffering, mental anguish, anxiety, intermittent explosive disorder, bipolar disorder and schizoaffective disorder.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿note is made of an inferior vena cava filter. The apex of the inferior vena cava filter is located at or just below the level of the right renal vein. Long axis of the filter parallels the long axis of the ivc in the coronal plane. The apex of the filter is touching the anterior wall of the inferior vena cava and is tilted anteriorly by approximately 25 degrees. The inferior vena cava appears normal in caliber. The most inferior tines of the inferior vena cava filter projects beyond the wall of the ivc by 1-2 mm.¿